Event description:
It was reported that the device had reached the recommended replacement time (rrt) and it was possibly due to premature battery depletion. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. The device projected to last 57% of its expected longevity. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.